Event description:
Pt in or for endoscopic excision of large zenker's diverticulum. After difficult insertion of esophagoscope due to large teeth and mild kyphosis, bleeding from throat noted. Pt found to have perforation of esophageal wall. Additionally a midline lower lip laceration noted. Pt required admission with nasogastric tube placement. Diagnosed with significant dysphasia and feeding tube placed.